Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The as400 lot traceability by product lot shows other units of the reported product / lot combination have been delivered / billed to end customers and assumed implanted. The investigation noted: the position of the cup looks satisfactory, however better version could have been obtained. This may be the reason for the dislocation when the patient fell. Proper alignment would prevent dislocation during minor falls/accidents. No radiolucent lines can be found which indicate good fixation of the implants. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sustained a slight fall "last month", the patient felt a "pop", then felt/heard squeaking during gait. The poly liner lip fractured and stripe wear noted on the ceramic head. The stem is solid and unaffected.